Event description:
Complaint received via medwatch. Alleged issue: forceps noted post-operatively to be missing sharp tooth. Pt was x-rayed and piece not found in pt. Additional information received on (B)(6) 2013 revealed the device was probably missing the tooth even before surgery. No reported pt injury. Pt current condition is fine.

Manufacturer narrative:
Sample not received by manufacturer in time for this report.